Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, the device generated a leakage. Based on their sample evaluation, no anomalies were observed in the product itself. The reported issue is presumed to be attributed to the use error. No patient harm was reported.